Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system felt some electrical senses located at the sternum, near the sleeve. The patient mentioned that carried heavy boxes on the days before and a few days after the patient felt the small electrical senses. Then, the s-ICD started to give beeping tones. During the follow-up it was found that the impedance was high out of range. Subsequently the system was deactivated and during the explant procedure this electrode was found to be fracture into two parts, at the connection point of the sensing ring and the proximate electrode. This electrode was explanted with the s-ICD with nearly zero pull. The rest of the electrode was grown in and was added very strong to the sternum. The physician had to pull and peel extensively, to remove it from the patient. The sleeve was also found fracture in two parts, and the team clinic were unable to localize the other part. X-rays were performed to check if there were any further missing parts however there was no indication of any electrode parts on the patient. The system was not replaced. No additional adverse patient effects were reported.